Manufacturer narrative:
(B)(4). Internal file number -(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. Failure to follow steps/instructions. The customer reported the clip delivery system was discarded. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report the difficulty removing the gripper line and gripper line break. It was reported that this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with a grade of 3. The first clip delivery system (cds) was advanced to the mitral valve and deployment steps were started. Gripper line removability was tested without issue. During gripper line removal, force was used. After approximately 30cm of the gripper line was removed, the line separated. One short (1mm) end was coming out of the gripper lever; therefore, a clamp was used to pull the gripper line completely out of the cds. The two parts of the gripper line were checked to be sure that no part was left in the patient and there was no adverse effect due the separation. One additional clip was implanted, reducing the mr to 1. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from the lot. All available information was investigated and a definitive cause for the reported difficulty removing the gripper line could not be determined. The gripper line break was likely a result of the user error of using force to remove the gripper line. It should be noted that the mitraclip nt instructions for use (IFU) warns the user under the mitraclip nt device pre-deployment clip assessment section, that pulling the gripper line too quickly or with excessive force may raise the grippers, break the gripper line and/or disturb leaflet capture and insertion. There is no indication of a product quality issue with respect to manufacture, design or labeling.